Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused sore throat, difficulty breathing, nausea, dizziness and headaches. The patient alleges to seeing particles in the airway. The patient did receive medical intervention and has reported to have been hospitalized and is on oxygen therapy. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged particles in tubing. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Patient alleged sore throat, difficulty breathing, nausea, dizziness and headaches. The patient did receive medical intervention and has reported to have been hospitalized and is on oxygen therapy. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section d8, d9, h2, h3 and h6 were updated.